Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an amo field service specialist (fss). The fss found no issues with the laser. The fss performed a 3 month preventative maintenance. In addition, the fss checked the autocorrelation, spot camera data and oscillator bi-stability region. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced diffuse lamellar keratitis (dlk) on the both eyes (ou) and corneal haze on the right eye (od) after a laser procedure that was performed in (B)(6) 2016. A description from the surgery center indicated the surgeon was seeing peripheral lamellar inflammation for about 2 weeks. The surgeon stated the inflammation responds to increase in steroid drops. In addition, the surgeon decreased the energy from .80 bed energy to .75 bed energy. An abbott medical optics' application support manager (asm) discussed the inflammation could also be due to external sources, such as instrumental cleaning and sterilization, eye drops and glove use. At one day post op, the patient had inflammation noted on both sides of the flap margins. There was an increase in pred forte (pf) to every hour for both eye (ou) for one day and every 2 hours for 4 days afterwards. At five day post op, the dlk was mild, the periphery had cleared and the patient developed cornea central cornea haze. The pf was increased to every 2 hours for that day and every 4 hours for 1 week. At 15 day post op exam, the central haze was still present with a decreased of best corrected visual acuity (bcva). The pf was discontinued. In addition, the dlk was resolved on the left eye at 15 day post op exam. This is two of four reports. Pre-op bcva ou from (B)(6) 2016 20/20. Post-op bcva ou from (B)(6) 2016: 20/15-. Post-op bcva od from (B)(6) 2016: 20/25-1. Post-op bcva os from (B)(6) 2016: 20/20.